Manufacturer narrative:
D10 product available to stryker: updated. H3 device evaluated by mfg: updated. H6 type of investigation - method code grid - updated. H6 investigation findings - results code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent (subject device) was returned inside the microcatheter. The distal end of the subject device was partially deployed from the tip of the microcatheter. The subject stent on removal was slightly deformed and pinched at the distal end and both ends had frayed braid edges. The sdw (stent deliver wire) was inspected, and the petal/drape was twisted/bunched up. The reported complaint was confirmed based on analysis. The subject stent failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during set up of the subject stent or prior to use, and the subject stent was prepared as per dfu instructions. The anatomy was reported to be not very tortuous besides a tight cavernous segment. There was no resistance encountered during navigation of the subject stent to the target lesion or through the patient¿s anatomy. The subject stent could not be resheathed back into the microcatheter. The procedure was completed successfully by using another microcatheter and subject stent. In the physician¿s opinion the cause of the reported issue was that it seemed like the distal lead wire caught a small branch in the mca (middle cerebral artery) leading to more challenging maneuvering and some tension in the system. The surgical delay was approximately 15 minutes. There were no adverse events for the patient. The patient is doing very well and was discharged from the hospital 3 days after the procedure (normal procedure at this hospital). Product analysis found the subject stent was returned inside a microcatheter. The distal end of the subject stent was partially deployed from the tip of the microcatheter. An attempt was made to flush the microcatheter with the returned rhv without success. The rhv was replaced with a laboratory rhv and it was possible to flush the microcatheter but with difficulty. An attempt was made to retract and re-capture the subject stent into the microcatheter without success, the subject stent was removed by advancing it with force from the tip of the microcatheter. The subject stent was slightly deformed and pinched at the distal end and both ends had frayed braid edges. The sdw was inspected and the petal/drape was twisted/bunched up. An attempt was made to loosen the petal/drape but it had solidified most likely due to dried procedural fluid. It is most probable the damage to the microcatheter shaft may have prevented the subject device from being fully recaptured into the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and analyzed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the maneuver for flipping the petal before placing the subject flow diverter stent, the subject flow diverter stent was unsheathed approximately 1.5cm. When trying to re-sheath for flipping the petal, it was not possible to advance the microcatheter over the subject flow diverter stent to resheath. The subject flow diverter stent was stuck inside the microcatheter. There was a surgical delay of 15 minutes. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the maneuver for flipping the petal before placing the subject flow diverter stent, the subject flow diverter stent was unsheathed approximately 1.5cm. When trying to re-sheath for flipping the petal, it was not possible to advance the microcatheter over the subject flow diverter stent to resheath. The subject flow diverter stent was stuck inside the microcatheter. There was a surgical delay of 15 minutes. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. There was no product visual inspection nor functional inspection as the product was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿the stent was unsheated approximately 1,5 cm and when trying to re-sheat for flipping the petal it was not possible to advance the xt-27 over the stent to resheat¿. Additional information provided by the customer did not indicate any issues noted during set up of the device or prior to use, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The associated devices used when the issue occurred were neuronmax, vecta 71, xt-27. The anatomy was reported to be not very tortuous besides a tight cavernous segment. The delivery catheter and pusher were purged with sterile saline and verified that fluid exited the end of the delivery catheter and pusher. The flow diverter was not recaptured back into the microcatheter. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant confirmed between the two marker bands. There was no resistance between the delivery catheter and the pusher prior to the incidence. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The flow diverter stent could not be resheathed back into the microcatheter. The procedure was completed successfully by using another xt-27 and surpass elite. In the physician¿s opinion the cause of the reported issue was that it seemed like the distal lead wire caught a small branch in the mca leading to more challenging maneuvering and some tension in the system. The physician believes that the main cause was due to the distal lead wire got cought in a small mca branch and not directly related to the surpass stent system. The surgical delay was approximately 15 minutes. There were no adverse events for the patient. The patient is doing very well and was discharged from the hospital 3 days after the procedure (normal procedure at this hospital). According to the additional information, the physician believes that the main cause was due to the distal lead wire getting caught in a small mca branch and not directly related to the surpass stent system. The as reported event code of the flow diverter stent difficult/unable to re-capture into microcatheter will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the maneuver for flipping the petal before placing the subject flow diverter stent, the subject flow diverter stent was unsheathed approximately 1.5cm. When trying to re-sheath for flipping the petal, it was not possible to advance the microcatheter over the subject flow diverter stent to resheath. The subject flow diverter stent was stuck inside the microcatheter. There was a surgical delay of 15 minutes. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.